Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The certas valve (ID 828804pl) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; the needle guard was raised. The valve was flushed, the valve failed the test. The needle guard was dismantled; the needle guard was inspected; glue traces were found on the silicone base and the needle guard. Root cause analysis - the root cause for the issue reported by the customer and for the raised needle guard was due to improper handling. As noted in the instruction for use (IFU), "do not fold or bent the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway."

Event description:
A facility reported: "surgeon connected certas plus in-line with medtronic csf reservoir. Upon connecting the system with ventricular and peritoneal catheters, the surgeon did not experience flow. The certas plus was set to setting 4. Multiple attempts were made to verify flow, but none of them worked including using the occlude-pump-release technique and injecting liquid into the certas plus reservoir while the shunt inlet was occluded. Eventually a new certas plus valve was used and it did flow as expected. Both times the certas plus was set to setting 4. The valve issue was detected during implantation procedure, and the event led to approximately 5 minutes surgical delay. Surgeon stated that he was not sure that issue was caused by the certas plus shunt as this was a relatively complex shunt case. The certas plus valve was used with: ventricular catheter (medtronic 44104), csf reservoir (medtronic 44104), and peritoneal catheter from medtronic.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.